Event description:
Reporter provided more detailed info to MFR. Pt presented with lack of control of symptoms-increased spasticity. The pump was evaluated and "a leak was noted on the white hub nipple." Device was explanted and replaced. Reporter has promised to return explanted device to MFR for analysis.